Event description:
It was reported by the patient that they heard and felt a buzz or tone from their implantable cardioverter defibrillator (ICD) about every 5-6 hours. It was further reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic) and the rv lead displayed oversensing. Additionally, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on stored electrograms (egm). The ICD and ra lead remain in use, and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddpa2d1 ICD, implanted on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.